Event description:
It was reported that prior to a coronary artery stenting treatment procedure, upon unpacking it was found that the first two struts of a 3.00 x 38 mm taxus liberte stent were bent. Therefore, the physician used another same size taxus liberte stent to complete the procedure. No patient complications were reported and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned device consisted of a taxus liberte monorail stent delivery system (sds) with the carrier tube and product mandrel. Examination of the returned device found contrast in the inflation lumen. The stent was centered between the marker bands on the tightly folded balloon. There was no indication the device was subjected to positive (inflation) pressure. There were two stent struts in the first proximal row that were stretched. Magnified inspection presented no damage or irregularities that could have caused or contributed to the confirmed damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a coronary artery stenting treatment procedure, upon unpacking it was found that the first two struts of a 3.00x38mm taxus liberte stent were bent. Therefore, the physician used another same size taxus liberte stent to complete the procedure. No patient complications were reported and the patient condition was stable.

Manufacturer narrative:
Device is a combination product. Patient is 18 years or older. (B)(4).